Event description:
Complainant alleged that the medics were attempting to monitor the heart rhythm of a patient with an unstable angina heart condition, but the device displayed a "poor pad contact" message. The medics checked and rechecked all connections, but the device continued to display the same message. The medics then obtained another device and successfully monitored the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.